Event description:
Nurse at hosp called to report customer was hospitalized for high blood glucose levels. Nurse was unable to perform troubleshooting at time of call. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.